Event description:
It was reported that the pump¿s battery charger would briefly illuminate the charging indicator and then shut off, and the pump would not charge despite testing a different outlet, consistent with a charging problem involving the battery charger. No clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem associated with the charger, aligning with a charging problem of the battery charger. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.